Manufacturer narrative:
The device was not returned to olympus for evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. When shipped, the device was in accordance with all specifications. It has been over 9 months since the subject device was manufactured. Based on the results of the investigation, a definitive root cause cannot be identified. This issue is addressed in the instructions for use (IFU) ¿9.3 attaching the distal cover¿, where the user is instructed to inspect the cover prior to installation and is warned against the use of anti-fog agents. Olympus will continue to monitor the field performance of this device.

Event description:
He customer reported to olympus the single use distal cover was missing after removing the tjf-q290v scope from the patient. The issue occurred during a therapeutic, endoscopic retrograde cholangiopancreatography and stent placement procedure. When the procedure was completed and the scope was removed from the patient, the user noted the cover was missing, but they were unsure if it was installed prior to use. As they were not sure the cover was on the scope, no additional procedure was planned to retrieve the device and the user opted to allow it to remain in the body if it had fallen. Additionally, it was stated that an anti-fogging agent had been used, and there was no problem with the method of attaching the tip cover at the start of the procedure. Related patient identifier: (B)(6).